Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis follwoing bone loss and implant instability material analysis concluded inhomogenous mechanical overlaoding of the implant and patient related bruxism

Event description:
Implant fracture.

Event description:
Implant fracture.